Event description:
This report was received from baxter (B)(4). The patient noticed the area around the twist clamp of transfer set was wet. The set had been used for 82 days. The actual sample is available. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The customer report of the twist clamp being wet was not confirmed or duplicated with the returned sample. The root cause of the complaint was undetermined. The returned sample did not show any leakage during the plant evaluation, and attached easily. A batch review was not performed as the lot number was unknown. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.